Manufacturer narrative:
(B)(4). The material was discarded on the day of surgery. The hospital did not complain about the product. The information came from the surgeon informally after contacting the opening of the clamp line in the surgical post.

Manufacturer narrative:
(B)(4). Batch # unk. The specific lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Can more information be provided regarding the shape of the staples in the anterior portion? Was there an inspection of posterior portion? If so, were any staple malformation issues identified at that time? Had patient been released from hospital after the initial surgical procedure prior to the reoperation? How did the patient present on november 24th? Was the patient npo the entire time? If no, please describe her diet. Had the patient experienced a post-operative bowel movement prior to the reoperation on november 24th? Please describe the series of events during the hospitalization post-operatively that led up to the pulmonary infection? Were there any other patient factors that contributed to the pulmonary infection and patient deterioration? Was an autopsy performed? If so, can the results be shared? Has the cause of death been determined? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that, "I would like to report that yesterday I was approached informally by dr. (B)(6), at the (B)(6) hospital , who told me that she performed a rectosigmoidectomy, on november 21, on the patient and after the anastomosis with a cdh29a stapler, she noticed the opening of staples in the anterior portion. The surgeon did an oversuture and the blue methylene test, and apparently everything was ok. On november 24 the patient had to be surgically reopened, and the surgeon observed dehiscence of the stapling line of the posterior part (which she did not oversutured before because it had not opened initially.) The anastomosis was completely restored, the patient after this re-treatment evolved 4 days well, but she had complications in the ICU and died on december 03. The doctor did not have the patient's complete data or the stapler lot number. Tomorrow we will be in the hospital and we will look for the data to go into details. We were not approached by the hospital, we only had the report through the surgeon, who believes that there was a failure in the stapling line and consequently complications with the patient's condition that due to other issues (lung infection) died."

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/20/2019. Additional information was requested and while most questions remain unanswered, the following response was obtained: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Can more information be provided regarding the shape of the staples in the anterior portion? Was there an inspection of posterior portion? If so, were any staple malformation issues identified at that time? Had patient been released from hospital after the initial surgical procedure prior to the reoperation? How did the patient present on (B)(6)? Was the patient npo the entire time? If no, please describe her diet. Had the patient experienced a post-operative bowel movement prior to the reoperation on (B)(6)? Please describe the series of events during the hospitalization post-operatively that led up to the pulmonary infection? Were there any other patient factors that contributed to the pulmonary infection and patient deterioration? Was an autopsy performed? If so, can the results be shared? Has the cause of death been determined? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response: I could finally talk today to dr. Who was the main surgeon on the or of the reported case of death following the colectomy procedure on (B)(6), in (B)(6). She apologized being so late in answering to the calls, and for not answering the e-mail, which, in fact, she does not intend to answer. She informed me by phone that she no longer works in the hospital where the surgery occurred and that she does not intend to go there to have all the requested data from the hospital records. What I could grab from our conversation was that the patient needed to be reviewed (new surgery) after 48-60 h because she had abdominal distention (ileus paralyticus) and that she found a posterior wall dehiscence of around 2 cm, exactly where she did not perform a reinforcement suture. She also said that in the anterior wall, where she reinforced the staple line was ok during the review. After the 2nd surgery, the patient initially did well, left the or very stable without the need for vasopressors or mechanical ventilation, but developed a series of clinical complications such as pneumonia and decompensated heart failure (patient was an elderly (B)(6) years old) and died due to these complications in the ICU. She also said that she had never faced this kind of dehiscence with our materials and that she has used them for a long time.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.